Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. This ICD remains in service. No adverse patient effects were reported. Additional information was received and this ICD was explanted and successfully replaced. No additional adverse patient effects were reported.